Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application disconnected from both the mobile programmer base and the patient connector during a procedure as represented by a red cross and dotted telemetry lines in the connection status indicator. The system was observed for recovery; however, the issue did not self resolve. It was noted that the patient was experiencing arrhythmia, and the implanted device was operating in back-up mode at 30 bpm. Troubleshooting steps were taken to include confirming that wireless fidelity was enabled and subsequently turning it off. No improvement was observed. The application was then force closed, and reconnection was attempted multiple times; however, the reconnect button remained unresponsive. Bluetooth settings on the host tablet were accessed, and both existing connections were removed. Entering pairing mode required multiple attempts and took an extended period. The base was eventually re-paired, allowing analyzer functionality to resume; however, the patient connector was not paired at that time. Although pacing was expected to continue at programmed settings, dissatisfaction was expressed as the behavior was considered unsafe and unreliable while functioning as a back-up during the procedure. Subsequent attempts to reconnect the patient connector required multiple retries before successful pairing was achieved. No further patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.6.2.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application disconnected from both the mobile programmer base and the patient connector was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.